Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) due to atrioventricular delay. The device was reprogrammed and remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient also received shock with supraventricular tachycardia.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation of concomitant medical products: 5076-52 implantable tachy lead 2010-(B)(6), 429688 implantable tachy lead 2010-(B)(6). (B)(4).